Manufacturer narrative:
(B)(4).

Event description:
The device was sent to engineering for further investigation. The device was visually inspected and no defects were found related to the complaint. A receiver log was downloaded and reviewed and found hardware errors and screen error alarms related to the complaint. The device was opened for further evaluation and it was determined that the ui board was not at fault. The complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. Data was received for evaluation. However, intermittent audio output cannot be confirmed through data review. A root cause cannot be determined. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.